Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 55 mg/dl while using the ilet. The user was transported by ambulance to (B)(6), where she was monitored for approximately one hour and discharged the same day. After the user was discharged, the user experienced a second hypoglycemia with a bg of 59 mg/dl which was treated at home with oral glucose and apple juice and bg returned to range before the call.